Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05189 / 05190).

Event description:
It was reported by the patient's legal counsel that patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to alleged elevated metal ion levels. During the procedure, friable tissue was debrided, and an abundant amount of benign fluid was found. The cup and head were removed and replaced with a biomet cup, head and liner to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.